Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed critical pump error and also damage to the battery compartment. No troubleshooting was performed. The customer¿s blood glucose level was unknown mg/dl. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit received with blank display due to corroded electronic assemblies. Unable to verify critical pump error due to blank display. Unit received with corroded battery tube and corroded motor home switch. Unit received with cracked case corner of the belt clip rails near the battery compartment, cracked retainer, cracked select button keypad overlay, minor scratches on case and minor scratches on lcd window.